Manufacturer narrative:
Reported event: an event regarding infection involving an unknown hip was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: conclusion/assessment: it is difficult to make conclusions as there was very little history or medical information provided and none of the limited information was labeled or dated. An op note indicates a primary tha placed into a likely previously fractured and plated femur. While the pi report indicated a revision for infection, no information or indication of revision or infection were provided. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. Conclusion/assessment: it is difficult to make conclusions as there was very little history or medical information provided and none of the limited information was labeled or dated. An op note indicates a primary tha placed into a likely previously fractured and plated femur. While the pi report indicated a revision for infection, no information or indication of revision or infection were provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Suspected infection. One stage revision planned for on (B)(6). Additional information: this patient was unwell and has been postponed till on (B)(6).